Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2002, product type: extension. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 15-feb-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they checked impedances before battery replacement and found low impedances on contacts 1 and 2. During battery change procedure impedance check showed low impedance on contacts 0 and 3. Surgeon tried disconnecting and reconnecting and then all contacts showed all red. She disconnected again and rechecked and then it went back to 0 and 3 are low. Patient uses contact 1 so surgeon left it as is. No other option due to we no longer make that older extension to replace. Environmental/external/patient factors included the extension being implanted in 2002. Could just be age. Interventions/actions included the extension being disconnected and reconnected and wiped dry. The issue is not yet resolved. The patient is only using contact 1 and is still receiving therapy.